Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va077lr, implanted: (B)(6) 2013, product type: lead. Product ID 3889-28, lot# va077lr, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that there was a urinary tract infection (uti) that was confirmed. The patient fell in (B)(6) of 2015 so they had to put a new device in. The fall damaged the implantable neurostimulator (ins) and since the fall, they were getting utis so they had to replace it. After follow-up with the health care professional (hcp), it was reported on 2015-09-21 that the wires moved secondary to the fall on back. They tried to reprogram, which was no help. The uti's were related to the reported ins damage. They removed the device and replaced the battery. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.